Event description:
The customer reported to customer service that the power adapter will not power [his wife's] breast pump - "the pump suddenly shut off and would not turn back on." He thinks there may have been a small spark, but he was not there to witness it so he is unsure. An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get additional complaint information and to get the product back, including a final attempt by letter, were unsuccessful. As of the date of this report, the product has not been received. The customer stated that his wife may have witnessed sparking, which is a safety risk. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed.